Event description:
It was reported that the nail fractured after implantation requiring a revision surgery to correct.

Manufacturer narrative:
It was concluded that the (B)(4) imhs nail fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, excessive patient weight, or poor bone quality. No materials or manufacturing deviations were found in this investigation.